Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had difficulty multiple times when using sensors. Customer reported receiving lost sensor alerts and calibration errors. Blood glucose level at the time of the incident was 371 mg/dl. The customer reported recently having a blood glucose level of 400 mg/dl. The customer was advised as to proper sensor usage methods. The sensor was not replaced or returned for analysis.